Manufacturer narrative:
The device had a blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to confirm motor error alarm, audio, vibrator anomaly, keypad anomaly, display anomaly or perform the operating currents measurement, self test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display anomaly. No moisture damage found on the keypad assembly noted. The insulin pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display and a constant tone. The customer¿s blood glucose was 137 mg/dl at the time of incident. Customer stated that the insulin pump went blank immediately and had a constant tone after it has been exposed to pool water. Customer also reported to have received a motor error and had a keypad anomaly and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.